Manufacturer narrative:
The local area field representative was contacted for additional information regarding product return status. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003, which states that the voltage is too low for projected remaining capacity. It was reported that a request was made to have data from this device analyzed. Data analysis showed the battery power consumption appeared to be increasing in a gradual fashion. Device replacement was recommended. This ICD remains in service. No adverse patient effects or interventions were reported at this time. Additional information received reported that the patient was scheduled for follow-up on january 20th, and disk analysis will be sent to technical services (ts) for further analysis at that time. No adverse patient effects or interventions were reported at this time. It was reported that a request was made to have data from this ICD analyzed. Data analysis confirmed the battery appeared to be depleting rapidly in a predictable fashion. The patient was not monitored remotely, and would need to be seen in-clinic every 90 days for re-analysis until device replacement. This device remains in service at this time. No adverse patient effects or interventions were reported at this time. Additional information received reported that this ICD was explanted and replaced. No additional adverse patient effects were reported. Product return was requested.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003, which states that the voltage is too low for projected remaining capacity. It was reported that a request was made to have data from this device analyzed. Data analysis showed the battery power consumption appeared to be increasing in a gradual fashion. Device replacement was recommended. This ICD remains in service. No adverse patient effects or interventions were reported at this time. Additional information received reported that the patient was scheduled for follow-up on january 20th, and disk analysis will be sent to technical services (ts) for further analysis at that time. No adverse patient effects or interventions were reported at this time. It was reported that a request was made to have data from this ICD analyzed. Data analysis confirmed the battery appeared to be depleting rapidly in a predictable fashion. The patient was not monitored remotely, and would need to be seen in-clinic every 90 days for re-analysis until device replacement. This device remains in service at this time. No adverse patient effects or interventions were reported at this time.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003, which states that the voltage is too low for projected remaining capacity. It was reported that a request was made to have data from this device analyzed. Data analysis showed the battery power consumption appeared to be increasing in a gradual fashion. Device replacement was recommended. This ICD remains in service. No adverse patient effects or interventions were reported at this time. Additional information received reported that the patient was scheduled for follow-up on january 20th, and disk analysis will be sent to technical services (ts) for further analysis at that time. No adverse patient effects or interventions were reported at this time.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003, which states that the voltage is too low for projected remaining capacity. It was reported that a request was made to have data from this device analyzed. Data analysis showed the battery power consumption appeared to be increasing in a gradual fashion. Device replacement was recommended. This ICD remains in service. No adverse patient effects or interventions were reported at this time.